Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller to complete the cartridge air removal step and use room temperature insulin, which the caller understood. After technical support instructions, the caller successfully resolved the issue by cleaning the pneumatic tap, checking for damage, and cleaning the case, which allowed completion of the pump load sequence with the original cartridge. The caller planned to resume insulin delivery once the pump was repositioned.